Manufacturer narrative:
.

Event description:
It was reported that prior to a laparoscopic gastric bypass when opening the package, it was noted the ancillary trocar was broken. Another instrument was used to complete the procedure with no patient consequence.